Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "will not power up." This condition occurred during programming/setup in the "emergency room" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a switch printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. That would not power up was confirmed and reproduced during product evaluation. This condition was due to a damaged switch printed circuit board (pcb). The switch pcb was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up will be submitted.